Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The device was received with cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners, which were noted during a visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No motor error alarms noted; however a corroded home switch was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.